Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus.  During advancement, a rapid decrease in blood pressure was noted. At this point, a perforation was suspected. The valve was deployed to 80% and the patient's blood pressure dropped further. The valve was fully deployed and cardio pulmonary resuscitation was initiated. The procedure was transitioned to an open surgery where the perforation of the left ventricle was identified and sutured. The patient passed away during the operation. Per the physician, the procedure contributed to the cause of death, but not the device. The perforation was suspected to have occurred prior to the insertion of the valve and dcs and the straight wire or guiding catheter likely caused the perforation while crossing the aortic valve. The procedure time was extended by 3-hours.

Event description:
Additional information was received that the cause of death was left ventricle perforation caused by the straight wire or the al1 catheter. The patient's fragile tissue also contributed to the event. Per the physician, the valve and dcs did not cause or contribute to the death.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated field: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.